Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was unknown. The customer had an air bubbles and she prime out. Customer changed the site out and found an air bubbles in the new reservoir as well. Customer declined to speak with the helpline for further assistance and she will change out the reservoir again.